Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the patient discovered a leak condition, which is a known cause of the reported alarm. The cause of the leak could not be determined with the information provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during dwell two of four of peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, it was discovered that a leak was observed when the patient closed all of the clamps. The technical service representative advised the patient to cycle the power on the device to clear the alarm and start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.